Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed low speed and pump stop events. Although a specific cause for these findings could not be conclusively determined during this evaluation, based on previous complaint history, the abnormal pump operation captured in the submitted log file appeared to be consistent with potential driveline wire compromise. Additionally, the report of a mild twist in the outer jacket of the patient¿s driveline could not be confirmed as no images were provided for review and no product was returned for evaluation. The account reported that the patient had low flow and low speed alarms before going to bed on (B)(6) 2021. The initial alarm occurred while the patient and his wife were changing his power source. The patient¿s wife assumed that the he did not have his connection in securely; therefore, they changed the controller which ¿resolved¿ the alarms. The patient had a complete loss of consciousness at the time of the initial alarms and controller exchange. After arriving to the emergency department (ed), the alarms occurred again when the patient was connected to the power module and a driveline fracture was suspected. The first submitted log file retrieved from pcx-18925 contained data from 1:43:14 on (B)(6)2021 through 23:09:45 on (B)(6) 2021, per the timestamps. On (B)(6) 2021, numerous low speed events were captured while the patient was connected to the power module, which ultimately resulted in two pump stops. Two additional low speed events were captured following the second pump stop. A total of 3 motor stopped alarms were captured during the pump stop events, and the abnormal pump operation was associated with low speed advisory, low speed hazard, low flow hazard, and low speed operation alarms as well as elevated power values up to 25.5 watts. At 23:06:49 the driveline was briefly disconnected. The driveline was then disconnected again at 23:07:54 and was not reconnected for the remainder of the file. These events were consistent with the patient and his spouse exchanging the system controller. Excluding the low speed and pump stop events, the pump operated above the low speed limit. The second submitted log file retrieved from (B)(4) contained approximately 17 relevant events ranging from the latest driveline connection to the end of the log file. These events spanned an unknown amount of time, as they were captured at the default time stamp of 01jan2001 1:00:00 due to the controller clock not being synced prior to the driveline being connected. Several low speed events were captured, resulting in pump stops while the patient was connected to the power module. A total of 5 motor stopped alarms were captured during the pump stops, and the abnormal pump operation was associated with low speed hazard, low flow hazard, and low speed operation alarms, as well as elevated power values up to 20.4 watts. Despite the observed events in both files, the pump appeared to function as intended. Information later communicated by the vad coordinator stated that the patient was placed on a non-grounded patient cable. There was no recent trauma to the patient¿s driveline; however, it was noted that the patient was elderly and frail and had had multiple falls in the past. The patient also had not lost weight recently but had dropped weight over the past several years. The alarms were not reported in association with any specific movements of the patient¿s torso or driveline but the vad coordinator stated that stress testing was not performed on the driveline as they were trying to avoid further damage of any potential areas of concern. It was also reported that there was a mild twist in the silicone jacket proximal to the patient¿s prior rescue tape repair (reference manufacturer report number 2916596-2021-01856), otherwise there were no visual defects to the external driveline. Multiple attempts were made to obtain additional information including the plan of care for the patient; however, no further information was provided by the account. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4), and no further related events have been reported at this time. The heartmate ii lvas IFU, rev. H and the heartmate ii patient handbook, rev. G are currently available. Section 1 of the IFU, ¿introduction¿, provides a list of potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 18jan2012. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's chronic driveline infection is reported under MFR 2916596-2021-01856.

Event description:
It was reported that the patient had low flow/ low speed alarms before going to sleep. The initial alarm occurred while the patient was changing power. The wife thought that the patient was not connected securely. The patient changed the controller which resolved the alarm. The patient had loss of consciousness with this episode prior to the controller change. After arriving to the emergency department the alarm occurred again when he was connected to the power module. The vad coordinator suspected driveline fractures. There was one spot on the x-ray that looked potentially suspicious, just outside the exit site. The log file for the initial controller (pcx-18925) showed low speed and high power events. This occurred just after connecting to the white power lead to the power module. These low speed and high power events continued until the controller was changed on (B)(6) 2021 at 23:06. There was a pump stop noted at 23:06. The changed controller (pc-55941) showed clock not set and captured low speed and pump stop events when connected to the power module which resolved when connected to battery power. The patient has a chronic driveline infection with a large abscess that has been draining heavily. Related MFR #2916596-2021-01368, related MFR #2916596-2021-01374.